Event description:
Needle nose hemostats broke while radiologist was trying to use them. These hemostats were in the minor radiology pack sourced from medline. Manufacturer response for cardiac catheterization kit, medline industries, inc. (Per site reporter). Waiting for vendor to complete their investigation.